Event description:
It was reported that the 9800 system was not saving images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep found the problem was with the hard drive. The hard drive was replaced. System operates as intended.